Event description:
Laparoscopic call from pt to report she forgot to change batteries in her backup pump again and pump lost all programming again. No further info is known, serial number: (B)(4). Did fault occur while in use? No. Did issue cause injury? No. Device available for return? Yes. Did we (MFR) replace device? Yes. Reported to (B)(4).